Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall the same month they were implanted ((B)(6) 2019) and did not feel the stimulation along with not getting therapy/return of their symptoms. This occurred before their first post-op follow up visit. An x-ray taken showed lead displacement with electrode 3 well below the anterior sacral edge. As an action taken to resolve the issue,the patient had lead replacement surgery on (B)(6) 2019. The issue was then reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.